Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5086mri52, implantable pacing lead, (B)(6) 2014. (B)(4).

Event description:
It was reported that after implant of a implantable pulse generator (ipg) the battery voltage at implant was below the recommended device setting. The device program time was reset for battery voltage measurement. Upon reinterrogation, the battery voltage had reached the recommended device setting. The device time was re-set to the correct time and remains in use. No patient complications have been reported as a result of this event.